Event description:
It was reported that multiple altitude alarms occurred. There was no reported impact to the customer's blood glucose. The alarms ultimately cleared, and the customer continued to use the pump for insulin therapy.